Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2316-50, serial/lot: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that during the permanent scs implant procedure, the intraoperative fluoroscopy displayed that a portion of the trial lead, distal tip with five contacts, had been left in the patient. The physician removed the remaining portion of the trial lead and postponed the permanent implant. A second fluoroscopy confirmed nothing else was left in the patient. The physician assessed that the trial lead was broken during removal at the end of the trial period by the practice nurse.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2316-50. Serial/lot: (B)(4). Description: artisan surgical lead, 50cm. The partially returned lead was analyzed and the complaint was confirmed. Visual inspection revealed that the top five electrodes are separated from the distal end. Electrodes 6-16, lead body, and the proximal end of the lead were not returned. Visual inspection of the fractured cables revealed fraying of the breaks, lack of necking and discoloration associated with welding, and the proximity of the break points to the edge of the insulation indicate that the cables did not break at or near the welds. These observations suggest that there were no issues during the welding process in manufacturing. Review of the device history record revealed no anomalies. It appears that resistance was felt during the lead pull and lead was subjected to excessive tensile load causing damage to the distal array.

Event description:
A report was received that during the permanent scs implant procedure, the intraoperative fluoroscopy displayed that a portion of the trial lead, distal tip with five contacts, had been left in the patient. The physician removed the remaining portion of the trial lead and postponed the permanent implant. A second fluoroscopy confirmed nothing else was left in the patient. The physician assessed that the trial lead was broken during removal at the end of the trial period by the practice nurse.